Manufacturer narrative:
The reported event of ¿physician noted a white substance on the 4th electrode¿ was not confirmed. A complete lead was returned in one piece. Visual examination on the fourth electrode did not find any anomalies. X-ray examination and visual inspection of the entire lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was noted prior to the procedure after the left ventricular lead was opened on a sterile field that a white substance was observed on the lead. The substance could not be identified and the physician requested a new lead. The lead was never placed in the patient. The patient was stable.